Manufacturer narrative:
Bayer case number: (B)(4). That the left coil had perforated my fallopian tube [fallopian tube perforation] the chronic inflammation and pain began around 7-8 years later [pelvic inflammation] the chronic inflammation and pain began around 7-8 years later [pelvic pain female] hormonal changes and severe mood swings and pmdd-like symptoms begun immediately [hormonal imbalance] hormonal changes and severe mood swings and pmdd-like symptoms begun immediately [mood swings] hormonal changes and severe mood swings and pmdd-like symptoms begun immediately [premenstrual dysphoric disorder] I had thought I had an ovarian cyst [cyst of ovary] lower back pain [low back pain] throbbing [throbbing pain] stabbing lower abdominal pain [lower abdominal pain] emotional distress [emotional distress] there was a small area of endometriosis in the cul-desac area as well, but it is unknown if the essure caused that [endometriosis]. Case narrative: the below report was received by health authority (reference number: mw5159399) on 08-oct-2024. The most recent information was received on 22-oct-2024. This spontaneous case was originally reported by a consumer and describes the occurrence of fallopian tube perforation ("that the left coil had perforated my fallopian tube"), pelvic inflammatory disease ("the chronic inflammation and pain began around 7-8 years later") and pelvic pain ("the chronic inflammation and pain began around 7-8 years later") in a 41-year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. In (B)(6) 2013, the patient had essure inserted. On unknown date she experienced fallopian tube perforation (seriousness criteria disability, medically important and intervention required), pelvic inflammatory disease (seriousness criteria disability, medically important and intervention required), pelvic pain (seriousness criteria disability, medically important and intervention required), mood swings ("hormonal changes and severe mood swings and pmdd-like symptoms begun immediately"), premenstrual dysphoric disorder ("hormonal changes and severe mood swings and pmdd-like symptoms begun immediately"), ovarian cyst ("I had thought I had an ovarian cyst"), back pain ("lower back pain"), pain ("throbbing"), abdominal pain lower ("stabbing lower abdominal pain"), emotional distress ("emotional distress") and endometriosis ("there was a small area of endometriosis in the cul-desac area as well, but it is unknown if the essure caused that") and was found to have hormone level abnormal ("hormonal changes and severe mood swings and pmdd-like symptoms begun immediately").essure was removed in (B)(6) 2024. The patient was treated with surgery (to remove essure). At the time of the report, the pelvic pain and back pain were resolving and the mood swings and abdominal pain lower had not resolved. The outcomes for fallopian tube perforation, pelvic inflammatory disease, hormone level abnormal, premenstrual dysphoric disorder, ovarian cyst, pain, emotional distress and endometriosis were unknown. No causality assessment was received for essure with regard to hormone level abnormal, mood swings, premenstrual dysphoric disorder, pelvic inflammatory disease, pelvic pain, ovarian cyst, back pain, pain, abdominal pain lower, emotional distress, fallopian tube perforation or endometriosis. The reporter commented: essure implanted in (B)(6) 2013. Hormonal changes and severe mood swings and pmdd-like symptoms begun immediately, but I associated the mood changes with having had given birth to my daughter in may the same year, thinking my body had changed. The chronic inflammation and pain began around 7-8 years later. I had thought I had an ovarian cyst, and was told it would go away on its own. A year later it had not, so I sought help with doctors. I went through another year of severe pelvic pain, lower back pain, throbbing, stabbing lower abdominal pain, and what felt like professional gaslighting from at least 5 doctors, including an obgyn, gastroenterologist, two family practice doctors, and an emergency room doctor. I had to have multiple tests, mris, invasive vaginal ultrasounds, and a colonoscopy before anyone would even consider the essure coils, though that is what I told them I thought it was. None of them listened, and it cause irreparable harm in the form of emotional distress, financial distress, and a loss of time and pto at work. Finally, I was able to get my obgyn to agree to take them out. After rescheduling several appointments that extended my pain for another 2 months, I was able to have a bilateral salpingectomy to remove the tubes. The ob found that the left coil had perforated my fallopian tube and was undoubtedly the cause of the severe pain and inflammation I had been experiencing. There was a small area of endometriosis in the cul-desac area as well, but it is unknown if the essure caused that. It's only been a month since I had them removed and no longer have the chronic stabbing pain. My mood swings are still an issue. I still have some pain in the lower left abdominal area and pelvic area/lower back, but it isn't excruciating or causing me to lose time at work, and may be related to endometriosis. People at work have said I look like an entirely different person since getting them removed. That is how much they have impacted the last couple years. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 22-oct-2024: quality safety evaluation of ptc. Case comments: based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
Bayer case number:(B)(4) that the left coil had perforated my fallopian tube [fallopian tube perforation] the chronic inflammation and pain began around 7-8 years later [pelvic inflammation] the chronic inflammation and pain began around 7-8 years later [pelvic pain female] hormonal changes and severe mood swings and pmdd-like symptoms begun immediately [hormonal imbalance] hormonal changes and severe mood swings and pmdd-like symptoms begun immediately [mood swings] hormonal changes and severe mood swings and pmdd-like symptoms begun immediately [premenstrual dysphoric disorder] I had thought I had an ovarian cyst [cyst of ovary] lower back pain [low back pain] throbbing [throbbing pain] stabbing lower abdominal pain [lower abdominal pain] emotional distress [emotional distress] there was a small area of endometriosis in the cul-desac area as well, but it is unknown if the essure caused that [endometriosis] case narrative: the below report was received by health authority (reference number: mw5159399) on 08-oct-2024. This spontaneous case was originally reported by a consumer and describes the occurrence of fallopian tube perforation ("that the left coil had perforated my fallopian tube"), pelvic inflammatory disease ("the chronic inflammation and pain began around 7-8 years later") and pelvic pain ("the chronic inflammation and pain began around 7-8 years later") in a 41 year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. In (B)(6) 2013, the patient had essure inserted. Essure was removed in (B)(6) 2024. On unknown date she experienced fallopian tube perforation (seriousness criteria disability, medically important and intervention required), pelvic inflammatory disease (seriousness criteria disability, medically important and intervention required), pelvic pain (seriousness criteria disability, medically important and intervention required), mood swings ("hormonal changes and severe mood swings and pmdd-like symptoms begun immediately"), premenstrual dysphoric disorder ("hormonal changes and severe mood swings and pmdd-like symptoms begun immediately"), ovarian cyst ("I had thought I had an ovarian cyst"), back pain ("lower back pain"), pain ("throbbing"), abdominal pain lower ("stabbing lower abdominal pain"), emotional distress ("emotional distress") and endometriosis ("there was a small area of endometriosis in the cul-desac area as well, but it is unknown if the essure caused that") and was found to have hormone level abnormal ("hormonal changes and severe mood swings and pmdd-like symptoms begun immediately"). The patient was treated with surgery (to remove essure). At the time of the report, the pelvic pain and back pain were resolving and the mood swings and abdominal pain lower had not resolved. The outcomes for fallopian tube perforation, pelvic inflammatory disease, hormone level abnormal, premenstrual dysphoric disorder, ovarian cyst, pain, emotional distress and endometriosis were unknown. No causality assessment was received for essure with regard to hormone level abnormal, mood swings, premenstrual dysphoric disorder, pelvic inflammatory disease, pelvic pain, ovarian cyst, back pain, pain, abdominal pain lower, emotional distress, fallopian tube perforation or endometriosis. The reporter commented: essure implanted in (B)(6) 2013. Hormonal changes and severe mood swings and pmdd-like symptoms begun immediately, but I associated the mood changes with having had given birth to my daughter in may the same year, thinking my body had changed. The chronic inflammation and pain began around 7-8 years later. I had thought I had an ovarian cyst, and was told it would go away on its own. A year later it had not, so I sought help with doctors. I went through another year of severe pelvic pain, lower back pain, throbbing, stabbing lower abdominal pain, and what felt like professional gaslighting from at least 5 doctors, including an obgyn, gastroenterologist, two family practice doctors, and an emergency room doctor. I had to have multiple tests, mris, invasive vaginal ultrasounds, and a colonoscopy before anyone would even consider the essure coils, though that is what I told them I thought it was. None of them listened, and it cause irreparable harm in the form of emotional distress, financial distress, and a loss of time and pto at work. Finally I was able to get my obgyn to agree to take them out. After rescheduling several appointments that extended my pain for another 2 months, I was able to have a bilateral salpingectomy to remove the tubes. The ob found that the left coil had perforated my fallopian tube, and was undoubtedly the cause of the severe pain and inflammation I had been experiencing. There was a small area of endometriosis in the cul-desac area as well, but it is unknown if the essure caused that. It's only been a month since I had them removed and no longer have the chronic stabbing pain. My mood swings are still an issue. I still have some pain in the lower left abdominal area and pelvic area/lower back, but it isn't excruciating or causing me to lose time at work, and may be related to endometriosis. People at work have said I look like an entirely different person since getting them removed. That is how much they have impacted the last couple years. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Case comments: based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.